Event description:
The physician attempted to insert the neotrend-l sensor into a 5.0fr catheter. The sensor would not advance at all. Blood leaked out from the advancement lock. The sensor was removed and returned to the manufacturer for investigation. No report of injury or harm to the patient has been received.